Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 4 and decimal point key not working, which were reproduced during evaluation by troubleshooting the device. A review of the event history log identified 4 and decimal point key not working. The cause was determined to be keypad key 4 and decimal point key not working. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the #4 and decimal point keys were not working. There was no patient involvement. No additional information is available.